Event description:
Customer reported, the right monitor shut down, followed by the left monitor shutting down, then the system shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined a circuit board and power supply may need to be replaced. No further info is available on evaluation results or equipment status.